Event description:
Since the conversion in feb. And over 20,000 caps utilized within this system there has been a rare valve (approx 10) that has gotten "stuck". This has occurred in conjunction with viscous medication administration (ie: mannitol, ativan, or tpn). B-d medical systems has not found a problem with the product design or function of the valve when contacted. It is important to clean/disinfect the top of the cap well with alcohol to remove any particles, flush well between medications to prevent precipitation formation and examine the integrity of the system with each use. Intermittent no flow when a syringe is attached.